Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2004: patient presented with following pre-op diagnosis: low back pain, lumbar radiculopathy. Patient underwent the following procedures: l2, l3 laminectomy, bilateral medial facetectomy and foraminotomy. Harvesting of autologous bone for spinous process. Posterior segment instrumentation at l2-s1, bilateral lateral transverse fusion grafting with cancellous and cortical bone harvested from spinous process at l2-3, l3-4, l4-5, l5-s1. Placement of epidural catheter for delivery of epidural anesthetic postoperatively, right side. Use of navigation for identification and measurement of pedicle size. Neurovision intraoperative electrophysiologic monitoring. As per-op notes: bmp material was mixed with autologous bone and cancellous bone and placed in posterolateral gutter for posterolateral arthrodesis. Epidural catheter was then placed at t12-l1. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.